Event description:
Pt had an x-ray 12 years post-op, and the hole eliminator seems to have moved through the cup medially. No revision scheduled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.